Event description:
Customer reported he was using the cgm system but was not using the insulin pump. Customer reported the insulin pump had alarmed an error and was sure what it was. Customer was advised the device had alarmed calibration error. Customer was advised how to properly calibrated. Customer account was checked and it was determined customer inputted multiple blood glucose readings. High blood glucose of 455 mg/dl and low blood glucose of 12 mg/dl was also noted. Customer declined troubleshooting for calibration errors. No troubleshooting was performed on the insulin pump as customer was not connected to the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.